Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse events of cardiac arrest and death. Although the patient was connected to the liberty select cycler at the onset of the events, there is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused the patient¿s cardiac arrest or expiration. Per the pdrn, the cause of death was cardiac arrest due to left ventricular heart failure; therefore, the liberty select cycler can be excluded as having a causal relationship to the events. The end-stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. However, given the absence of a discharge summary, esrd death notification, death certificate and a pending manufacturer evaluation of the suspect device. The liberty select cycler cannot be excluded from having a possible contributory role in the patient¿s cardiac arrest or expiration, as there is insufficient evidence to conclude otherwise. Should additional information become available, please resubmit for a clinical review and the clinical investigation will be updated accordingly.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient expired while hooked up to their cycler on (B)(6) 2019. The pdrn reported the patient had expired due to cardiac arrest. Upon follow-up with the pdrn, it was reported on (B)(6) 2019 at approximately 7:00 pm, the patient¿s spouse noted sudden swelling on the back of the patient¿s hands. The patient began their nightly continuous cycling peritoneal dialysis (ccpd) treatment, attempting to reduce the swelling around 8:00 pm. At approximately 10:15 pm, the patient was found staring blankly at the ceiling by their spouse. It was reported the patient seemed ¿distant,¿ but when asked how they were feeling, the patient merely requested to roll on their side. The patient slept until approximately 2:15 am, at which point they awoke and requested to use the commode. The patient was assisted to the commode, however upon completion they could not stand up due to dizziness. The patient reportedly sat back down on the commode, said goodbye to his spouse and collapsed on the floor. The patient¿s spouse contacted emergency medical services (ems) and initiated cardiopulmonary resuscitative (CPR) measures until their arrival. Ems was able to obtain a pulse and transported the patient to the hospital. The patient was admitted to the intensive care unit on (B)(6) 2019 and expired on (B)(6) 2019 at approximately 3:20 am due to cardiac arrest, secondary to left ventricular heart failure. There were no reported liberty select cycler alarms in relation to this event. The pdrn stated the events were unrelated to the utilization of the liberty select cycler or any fresenius device(s) or product(s).

Manufacturer narrative:
Plant investigation: to date, no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.